Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the mini-drawer motor assembly behind the drawer was failed. A field service engineer identified that mini-engine 1.10 was failing, and the error message displayed in es was "short circuit in engine." The fse replaced the control unit on the mini drawer. Rx was able to recover the pocket. Using test software, the error could not be duplicated. Due to the age of the pocket, the pocket was replaced. While the engine was removed, the inside of the engine compartment was cleaned. As a preventive maintenance, the fse replaced the damaged usb (universal serial bus) scanner cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer 1.10 motor assembly behind the drawer required replacement. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.